Event description:
Material#: unknown batch#: unknown. It was reported by customer that the solution in the syringe will not pass through the needle. Needle clogged. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint number: dm-23-1177. Report date: 11/29/23. Factory/manufacturer: bd. MFR reorder#: 192-n251s. Product name : needle, sfty 192-n251s preventsg org 25gx1". Lot / serial number: (B)(6). Product concern: the solution in the syringe will not pass through the needle. Needle clogged.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "the solution in the syringe will not pass through the needle. Needle clogged."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.